Event description:
Initial reporter indicated that "her son has been implanted since (B) (6) 2007 and the vns has been working wonderfully, decreasing from 12 seizures a day pre-vns to 1 every 2 weeks. However, around the end of (B) (6) or early (B) (6), the seizures had returned getting up to the level before (pre-vns) if not more." The pt was referred to their surgeon who verified that the device was still in place. The pt's treating neurologist confirmed device function and that the seizures were above the pre vns rate. The md was questioning the integrity of the device when attempting to interrogate, but interrogation was successful. No interventions planned.